Event description:
International customer reported the device did not operate on ac power. There was no patient involvement

Manufacturer narrative:
Conclusion / root cause: the no ac power state was duplicated. It was found that cr8 in the customer returned power supply shorted with 12.1 ohms of resistance. This report is being submitted as part of the remediation for CAPA (B)(4).